Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, and displacement tests. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor and a motor error alarm during basic occlusion test due to a corroded motor home switch. The unit was unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. Traces of moisture were noted keypad traces or electronic assemblies per visual inspection. The unit was received with cracked casing at the display window corners and battery tube threads along with minor scratches on lcd window.

Event description:
The customer reported via phone call that she accidentally washed her insulin pump in the washing machine. Her blood glucose at the time of incident was 333 mg/dl. Troubleshooting was initiated and the customer confirmed that there was fluid under the lcd display. There were no other cracks or issues with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.